Event description:
It was reported that patient presented to surgeon with ability to dislocate the femoral component over the ps insert. Surgeon believes that this time may be due to a fall patient took. Revised entire construct with triathlon ts.

Event description:
It was reported that patient presented to surgeon with ability to dislocate the femoral component over the ps insert. Surgeon believes that this time may be due to a fall patient took. Revised entire construct with triathalon ts.

Manufacturer narrative:
Patient medical records were provided for review by a consulting clinician and were rejected due to the limited information provided. The event was confirmed. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there were no similar reported events for the lot ID. It is unlikely that the resulting dislocation was due to the manufacturing process of the reported device; however, without the explanted components and additional patient medical records, the exact root cause of the reported event cannot be determined.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to manufacturer.